Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "motor fault", "low battery" and shut down while in use with a patient. The customer reported that there was no patient harm or injury.

Manufacturer narrative:
No product was returned for evaluation; therefore, a definitive root cause could not be determined.

Event description:
The customer reported that their vela ventilator alarmed "motor fault", "low battery" and shut down while in use with a patient. The customer reported that there was no patient harm or injury.